Event description:
The customer reported that on 3/25 vasoseal was used following a diagnostic catheterization procedure. Five days later, the pt presented to the physicians office complaining of pain and bruising over thigh, groin site. Pt was admitted to the hosp where ultrasound revealed a pseudoaneurysm. The next day the pt had surgical repair of pseudoaneurysm. Pt was discharged the following day.